Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: lumbar canal stenosis levels implanted: l2/3 it was reported that during the posterior lumbar interbody fusion surgery, dura was hooked during inserting a cage. The dura was cut a little but it was capped using bolheal and fat after that the incision was closed. Even the surgeon inserted the cage with dura retraction, the cage was placed toward medial and that led to the dura mater injury. The product came in the contact with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.